Manufacturer narrative:
(B)(4) - retrospective review of this file based on protocol (B)(4) determined this is an MDR. (B)(4). Model m61r, serial number/date code: (B)(4) was approximately 3 years old at the time of the incident. The owner's manual part number 1125085 rev j (oct-08) was issued with this device. The owner's manual could also be found on-line at invacare.com. It is unknown if the consumer had fully read and understood the owner's manual. Documentation provided warnings, cautions, and instructions for safely using the device. If the consumer did not understand the written warnings, cautions or instructions then they should have contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The product was returned and evaluated. The tubing broke at the rear arm socket. The complaint was confirmed.

Event description:
The weld at rear arm socket allegedly broke again. No injury is alleged.